Event description:
The device involved in this MDR report was explanted and returned because absence of output was observed. The device could be interrogated without any difficulties. It should be noted that : the device memory indicates that the device behavior changed completely in may, on the same day in may, a medical intervention (not related to the pacemaker) was performed.